Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a sheath shaft rough issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium could not be advanced in the patient¿s groin; femoral access issue. Operator mentioned that he felt a big ¿step¿ from the dilator to the sheath, not a smooth transition. They opened a different steerable sheath and no issues. The event did not result in injury or death. This is not a single-use device that was reprocessed and re-used on a patient. The problem occurred before use on patient. The event occurred during a procedure /surgery. Additional information was received. The resistance did not result in any damage to the sheath. There was resistance when advancing dilator and catheter. The resistance did not result in any damage to dilator/catheter. The dilator/catheter /needle was able to move within the sheath. The resistance did not result in high force to move the catheter or the catheter slipping out of sheath. The dilator/catheter/needle was not stuck in the sheath. The issue of the ¿big step from the dilator to the sheath, not a smooth transition¿ was assessed as MDR reportable for a sheath shaft rough issue. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-sep-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a sheath shaft rough issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium could not be advanced in the patient¿s groin; femoral access issue. Operator mentioned that he felt a big ¿step¿ from the dilator to the sheath, not a smooth transition. They opened a different steerable sheath and no issues. The event did not result in injury or death. The problem occurred before use on patient. The event occurred during procedure /surgery. Additional information was received. The resistance did not result in any damage to the sheath. There was resistance when advancing dilator and catheter. The resistance did not result in any damage to dilator/catheter. The dilator/catheter /needle was able to move within the sheath. The resistance did not result in high force to move the catheter or the catheter slipping out of sheath. The dilator/catheter/needle was not stuck in the sheath. The device evaluation was completed on 14-nov-2022. The product was returned to biosense webster for evaluation for visual and dimensional inspections of the returned device were performed following bwi procedures. Visual analysis revealed that the tip and a bump can be observed and this could be related to the insertion of the device (potential skin incision size relative to the sheath), and bents were observed along the dilator, no other damage or anomalies were found. The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The dilator¿s outer diameter was measured and dimensions were found within specifications. The resistance issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The bumped tip could be related to the issue with the insertion of the device into the patient's groin a device history record review was performed for the finished device number, and no internal actions related to the complaint were found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿resistance with sheath¿ issue. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿sheath shaft rough¿ issue. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the biosense webster inc. Product analysis lab observed the ¿bent¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).